Event description:
It was reported that the forceps had a defect, did not seal and the teflon fell off when the doctor was removed from the abdomen during surgery and was replaced for completion. No harm to the patient. No harm was caused to the patient. The forceps belong to kit.

Manufacturer narrative:
(B)(4). Date sent: 3/19/2026. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the white tissue pad completely missing from the clamp arm of the device? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/17/2026. Additional information was obtained: material is in the process of collection by (B)(4), but with the complaint number (B)(4). As I informed earlier, I believe that the same complaint was registered twice. I confirm that the cases are duplicates. (B)(4) was previously registered on (B)(6) 2026, and on (B)(6) 2026 the opco created another complaint. Upon review of the information provided, it was concluded that this event is a duplicate of an already reported event and this event is no long reportable. Related report number: 3005075853-2026-02067.